Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
"It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl) while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia, vomiting, kidney, heart and blood pressure problems. The patient was treated with an anti nausea drip. 5 bags of insulin, potassium, saline, electrolytes as well as antibiotics due to high white blood cell counts. The patient was receiving 7 units per hour to lower bg levels and was administered a shot to reduce the risk of blood clots due to decreased movement/activity while in bedrest. The pod was removed at the hospital.